Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio flex meter was reading inaccurately high compared to feelings/ normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue began on (B)(6) 2016, 06:45am. The patient stated that she obtained an alleged inaccurate high blood glucose result of 88mg/dl on the subject meter compared her feeling/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with insulin (self-adjuster) and at 07:00am, she increased her insulin dose from 2 units to 4 units. The patient reported that at 10:30 am, she developed the symptoms of "trouble with her sight, nausea and sweat." No other device was used to obtain a blood glucose result. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the control test had not been manually selected. The test strips were stored correctly and within their expiry date. Cca confirmed that a control solution test performed on the subject meter had been in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.